Event description:
It was reported that the device's on/off button would fail intermittently. There was no pt use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported intermittent failure. Physio replaced the mian control keypad assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.